Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 889 mg/dl; cause was not known. The elevated bg caused a fall that resulted in a broken foot and the customer was in a coma. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved, the customer did not know if there was permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.